Manufacturer narrative:
The device was returned, and the evaluation found the forceps channel port was shaved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited that the forceps channel port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the metal part of endo therapy accessories and/or cleaning brush touched the biopsy channel port when the user inserted/retrieved those products, causing the event to occur. However, a definitive root cause could not be determined. The suggested event is detectable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in bronchofiberscope bf-e2 series operation manual chapter 3 "preparation and inspection" olympus will continue to monitor field performance for this device.